Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user was educated on crusting with stomahesive powder and barrier wipes. The end user was sent different size samples, which the end user stated are working fine. The end user also stated the rash still persists. No add'l patient/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. A return sample for eval is not expected. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
An end user called in and stated she noted an irritated, itchy, rash on her exposed peristomal skin. The end user went on to state her stoma has shrunk.